Manufacturer narrative:
Refers to the anchor. Final device analysis of the lead revealed all four conductor wires were broken 18.3 cm from the distal end of the lead, at the distal edge of the twist lock anchor. Final device analysis of the neurostimulator revealed output and telemetry were ok; the batter was near assumed normal end of life. Final device analysis of the extension revealed no significant anomalies; the extension was ok but cut through (suspected explant damage). Final device analysis of the twist lock anchor revealed no anomaly found.

Event description:
It was reported that the patient's system was replaced due to normal battery depletion. No patient symptoms or outcome was reported.